Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 09:45:44. During night drain cycle 17, the patient's ultrafiltration reading was 1327ml, indicating the home patient drained 1327ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should relevant additional information become available, a supplemental report will be submitted.